Event description:
Reporter alleged test strip vial information is rubbed off. Reporter stated the use by date is rubbed off and has only had the test strip bottle for two months. It was reported customer is getting an error message on the meter after putting blood on the test strips. No actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.